Event description:
It was reported that (1) mcm20 was used during an appendectomy procedure. It was reported by the rep that the mcm20 made a loud noise when ratcheted. It is unknown how the case was completed. There was no consequence to the pt.